Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Related manufacturer report number: 2017865-2021-20186. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial lead whereas only noise was observed on the right ventricular lead. Provocative testing was performed but revealed no anomalies. No intervention was performed. The patient was in stable condition and will be monitored.